Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battery compartment was damaged and the battery cap threads were stripping. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the battery compartment was observed to be cracked on the side of the battery compartment at the threads traveling over and down along the bumper towards the case seal and at the threads above the bumper. The returned battery cap was damaged and unable to thread and maintain electrical contact to perform the investigation. Unrelated to the original complaint, the pump powered on to a dim and discolored display.